Event description:
It was reported the rf (radio frequency) head won't read devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. However, it was noted that there was a stress mark at the point where the cable enters the body of the head. As a preventative measure the cable was replaced. It was also noted that the rubber portion of the label was missing. (B)(4).